Event description:
It was reported that during coil embolization in the internal carotid artery (ica), the coil prematurely detached inside the patient. The physician attempted to remove the coil with a snare, but was unsuccessful. The coil remains inside the patient's ica. There was no clinical consequence to the patient as a result of this event. The patient is in stable condition.

Event description:
It was reported that during coil embolization in the internal carotid artery (ica), the coil prematurely detached inside the patient. The physician attempted to remove the coil with a snare, but was unsuccessful. The coil remains inside the patient's ica. There was no clinical consequence to the patient as a result of this event. The patient is in stable condition.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications.  Visual analysis of the returned device noted that the proximal contact was detached. The main coil was not attached to the delivery wire. The delivery wire was kinked 15cm, 23cm, 25cm, 54cm, 76cm, and 83cm from the proximal end. Microscope analysis noted that the main coil had broken at the distal side of the main junction. Based on the investigation and the information available, a probable cause of operational context has been assigned to the reported event.

Manufacturer narrative:
Subject device remains implanted.